Manufacturer narrative:
Product ID 3093-28, lot# va0g0rc, implanted: 2015 (B)(6); product type lead product ID neu_ptm_prog, serial# unknown; product type programmer, patient. (B)(4).

Event description:
It was reported that up until the friday prior the device was working well and no adjustments were needed. The patient was on program 2 at 1.2 volts and could barely feel stimulation. She adjusted stimulation up to 1.3 volts and felt it for a moment, but then felt a stinging sensation. The stimulation was also in a different location; she was feeling it in the middle of the pelvic floor instead of in the back, more towards her rectum. The patient mentioned that she had been very careful and ¿had not done anything;¿ no falls or trauma. She was also not voiding like she should and had to push to urinate, which was a symptom she had before implant. She contacted her healthcare provider¿s (hcp) office and they told her maybe she needed a programming change. The patient was assisted in changing to program 3 during the report and increased it to a point where she could feel it; it was ¿more toward the back.¿ she had an appointment scheduled with her healthcare provider (hcp) on (B)(6) 2015. Ten days later, the patient wanted to go back to the original settings. She had a urinary tract infection on (B)(6) 2015 and the hcp said to put it on the initial settings. No interventions or patient outcome were reported, so additional information was requested. If additional information is received a supplemental report will be sent.